Event description:
It was reported via repair work order that the nurse call system was not functional due to the nurse call cable missing. It was also reported that the ibed was not alarming. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.